Manufacturer narrative:
H.6 investigation summary : since no samples displaying the reported condition were received no defects could be confirmed and a potential root cause could not be define. No corrective actions are not necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. A DHR was performed release date: 10/23/2018. Released quantity was 720,000. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 8290761 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Release date: 10/04/2018. Released quantity was 396,000. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 8275743 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Event description:
It was reported that a "white film" was glued to the inner wall of the bd luer-lok¿ syringe before use. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "defective syringes. They had a white film glued to the inner wall of the syringe just above of the thread zone extra info: unfortunately it is not clear which item or lot is involved. 2 possible items, 4 possible lots."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that a "white film" was glued to the inner wall of the bd luer-lok¿ syringe before use. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "defective syringes. They had a white film glued to the inner wall of the syringe just above of the thread zone. Extra info: unfortunately it is not clear which item or lot is involved. 2 possible items, 4 possible lots."